Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I have a system that just made me aware of 4 separate sites that had the same product issue with the same material number and lot number. Can you help me create the following pir for them? Complaint: needle not retracting when the safety button is depressed. Patient injury or harm: no. I do not have an exact date. It happened somewhere around (B)(6) 2025.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.